Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer mentioned the top of the reservoir (lip) is broken. Customer does not know how the damage occurred. Customer stated tape was being used to keep the broken piece together. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had cracked case at display window corners, reservoir tube, reservoir tube lip completely broken off and test reservoir will not lock/click in place, and minor scratched display window. Unable to perform the displacement test due to reservoir tube lip anomaly.